Event description:
For 2 months the pt has been hearing cracking noise with his cochlear implant. Exchange of external parts did not improve the situation. Re-implantation is scheduled for (B)(6) 2015.

Manufacturer narrative:
Conclusion: investigation results confirm that loss of hermeticity at the housing braze joint by micro-leaks is the most likely cause for the reported symptoms. It appears that the device is in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. Additionally, one short circuit was found during device investigation. The short circuit was already present whilst implanted. The investigation results seem to match the symptoms mentioned in the patient report. This is a final report.

Event description:
For 2 months the patient has been hearing cracking noise with his cochlear implant. Exchange of external parts did not improve the situation.

Manufacturer narrative:
Not available. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.